Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump high/low reminder was not vibrating although the alert was set to vibrate. Customer's blood glucose was 393 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.